Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is 1 pin broken on the device. There was no patient involvement reported.